Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400098, serial number: n/a, batch/ lot number: bu397009, model/ catalog description: control pump fgs. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: bs319001, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). The aus device was not working due to a fluid leak in an unknown location. A surgical procedure was performed in which all the components were removed and replaced with a new aus device. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). The aus device was not working due to a fluid leak in an unknown location. A surgical procedure was performed in which all the components were removed and replaced with a new aus device. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams800 occlusive cuff was visually and microscopically examined, and functionally tested. The cuff was measured, and the device size was consistent with the reported information. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. The ams800 control pump was visually and microscopically inspected, and functionally tested. No leaks were found. The device was not functionally tested due to the confirmed balloon leak. The ams800 pressure regulating balloon was visually and microscopically tested. Microscopic examination of the device revealed that there is a balloon pinhole causing a leak in the shell. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. Product analysis confirmed the reported balloon fluid leak. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72400098 serial number: n/a batch/ lot number: bu397009 model/ catalog description: control pump fgs. Model number/ catalog number: 72400024 serial number: n/a batch/ lot number: bs319001 model/ catalog description: balloon fgs 61-70 cm.